Manufacturer narrative:
Please note that (B)(6) 2021 will serve as the date of event for this report, as the actual event date in (B)(6) 2021 is unknown. (B)(4). It should be noted the gore® excluder® aaa gore endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoleak and aneurysm enlargement.¿ per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU states ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.¿

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date in (B)(6) 2021, aneurysm enlargement secondary to type ii endoleak was reportedly identified on computerized tomography imaging. On the same date, embolization of lumbar arteries was performed to treat the type ii endoleak. During this procedure, a type ia endoleak was also reportedly noted. On (B)(6) 2021, an additional procedure was performed to address a reported gap between the stent graft and the aortic wall due to calcification in the aortic neck. The gap was coil-embolized, and two aortic extenders (23 mm and 26 mm) were additionally implanted just below the renal arteries. A minor endoleak remained but it did not flow into the aneurysm sac. The procedure was thus completed, and the patient tolerated the procedure.